Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, ventricular noise oversensing was observed. The sensitivity threshold was increased and noise oversensing decreased. Preliminary analysis confirmed the reported ventricular noise oversensing. It most probably resulted from electromagnetic interferences (emi) and/ or myopotentials.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, ventricular noise oversensing was observed. The sensitivity threshold was increased and noise oversensing decreased. Preliminary analysis confirmed the reported ventricular noise oversensing. It most probably resulted from electromagnetic interferences (emi) and/or myopotentials.